Manufacturer narrative:
Knives were returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no known impact or consequence to pt). Product problem(s): "knives did not cut" (dull). A nurse reported 3 knives did not cut. There were no clinical consequences observed. Stand-alone knives were used in replacement. Multiple attempts were made to retrieve additional info but none has been received to date.